Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.

Event description:
It was reported that while in the ICU, the intra-aortic balloon (iab) was inserted into the pts' right femoral artery. It was reported that the pt was restless, but under constant observation. During the intra-aortic balloon pump (iabp) therapy, the bifurcate tie-down became detached from the bifurcate. As a result, the iab slipped down the artery. The iab was removed and a new iab was inserted. There was no reported pt death or injury. Medical/surgical intervention was not required. Iab therapy was interrupted/delayed for 15 minutes. There were no reported pt complications and the pt outcome is listed as ok.